Event description:
It was reported that the tip of the inserter broke off during use. There was no broken piece left inside of the patient. Although, the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): visual examination confirms the superior tang is broken off. The thumbwheel, shaft, and set screw are missing and were not returned for analysis. Microscopic examination of the fracture surface suggests a fairly brittle fracture with no indication of fatigue; the direction of fracture initiation is consistent with the excessive bending force, due to rotation of the inserter. The above observations are consistent with instrument misuse, due to rotation of the inserter, resulting in excessive bending force and subsequent breakage of the tang. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.